Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller alleges the infusion head set is leaky and the adhesive is wet. Caller also reported insulin comes out of the injection site. No adverse event reported. Requested return of the alleged device for evaluation.